Event description:
It was reported that the chamber was leaking. There was no issue related to physical damage/abuse. The incident happened on 26-apr-2024 before use, no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found a cracked tank cover, corroded drain fitting, and stained float switch. During the functional testing, the device leaked water from the reservoir confirming the customer complaint. The cause of the issue was found to be the cracked tank cover. The tank cover was replaced along with the float switch and drain fitting. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.